Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed no error or fault codes were recorded in the programmer's log file and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that this programmer's touch screen was unresponsive. The programmer was returned for analysis. No adverse patient effects were reported.